Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device taken by the patient.

Event description:
Surgeon reported a broken cross plate that allegedly broke while patient was still in a leg cast. No broken screws involved.

Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - right alleged of issue s-12 (implant breakage after surgery) could be confirmed since plate breakage was found in the photo evidence provided by the sales rep. Also additional information was received regarding patient details and the patient was identified to be a female with (B)(6), 1.829m (6'). Based on the details bmi was calculated and was found to be 32.88. Based on investigation, the root cause was attributed to a patient related issue. The failure could have been caused by excessive workload imposed on the implant and may be because of potential delayed healing, the implant broke. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Loads on the device produced by weight bearing and by the patient's activity level determines the longevity of the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon reported a broken cross plate that allegedly broke while patient was still in a leg cast. No broken screws involved.